Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the proximal contact was bent. There were no other defects noted to the delivery wire or introducer sheath. The main junction and form tip ball were noted to be undamaged and there were no defects noted to the main coil. Analysis of the returned device found that there were no breaks noted to the coil and the coil found to be intact. The analysis of the device did not find the coil to be broken as reported so the reported event was not confirmed. The proximal contact was found to be bent. The proximal contact (cathode) is a subcomponent located at the proximal end of the pusher wire that works in conjunction with the inzone to complete a circuit cycle during the detachment process. The proximal contact remains outside the patient at all times during the procedure and never comes in contact with the patient. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
Upon unpacking the device, it was noted that the proximal end of the coil was broken. There was no patient involvement.

Event description:
Upon unpacking the device, it was noted that the proximal end of the coil was broken. There was no patient involvement.